Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During evaluation at a third-party service center the trilogy evo, USA device the customer complaint is not reproduced. The device is functionally test and passes the test successfully. There are no actionable errors reported from the device's event log. However, though the issue was not confirmed the device's blower assembly, blower bellows seal, and blower mount are replaced due to saline contamination. The machine flow sensor contaminated with foreign particles and replaced. The tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2 have contaminated hoses and were replaced. The inlet foam filter was replaced for periodic maintenance service. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.